Manufacturer narrative:
(B)(4). Investigation is under way.

Event description:
As reported by a field clinical specialist, it was suspected that a 23mm commander delivery system balloon had a hole in the distal tip of the balloon. Bubbles were seen on tee when pusher was pulled back and again with inflation of the valve. The valve was able to be fully deployed in an 80/20 position without complication, however the balloon appeared to be leaking on fluoro. The annulus was not heavily calcified with mild tortuosity. No tools were used during preparation for use and no issues were noticed during preparation for use.

Manufacturer narrative:
The device was returned for evaluation. The returned delivery system was visually inspected for abnormalities. The following were observed: cut observed on distal taper of balloon and gouges on flex tip. Because of the location of the cut (distal taper on the inflation balloon), no relevant dimensional inspection was able to be performed. The device was functionally tested by inflating the inflation balloon with water. Water was found leaking from the distal tapered end of the balloon. Imagery was provided for evaluation. The returned 3mensio imagery were reviewed, and the following information pertaining to the complaint event was obtained: heavy calcification in the vasculature of the patient. A device history review (DHR) was performed and did not reveal any issues that could have contributed to this complaint event. A lot history review was performed and revealed no other complaint relating to balloon ¿ leakage. Review of complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the commander delivery system trend category ¿leakage¿. No instruction for use (IFU) or training deficiencies were identified. Inspections during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿balloon - leakage¿ was confirmed. A review of complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As there were no reported issues de-airing the device, it is likely that the cut in the balloon was not present out-of-box and was created during the procedure. Returned 3mensio imagery shows that there is heavy calcification in the vasculature of the patient. The heavy calcification coupled with the mild tortuosity of the vasculature of the patient could have contributed to the cut at the distal tapered end of the inflation balloon. Tortuosity of the vessels could cause non-coaxiality of the inflation balloon in the vessel of the patient, increasing push force needed to track the delivery system through the vasculature into the aortic position of the heart. This increase in push force coupled with heavy calcification could have damaged the inflation balloon when it makes contact against calcification in the vessels. Therefore, available information suggests that patient (calcification and tortuosity) and/or procedural factors (increased push force) may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient (calcification and tortuosity)/procedural factors (increased push force) may have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.